Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had confirmed that drawer 6.2 had all the pockets marked as ¿not detected,¿ not drawer 4.1. The customer had successfully recovered that cubie without any issues. The fse had accessed hardware test application (hta) and conducted some testing on drawer 6.2, and a few of the cubies had failed but were still accessible. So, the fse then opened the back and inspected the retractor bands, which showed signs of damage and wear. Then the fse replaced drawer 6.2 for sure, but since drawer 6.1 also showed some damage, the fse proactively replaced that one as well. After reassembling everything and rebooting the system, all cubies were functioning properly. Following that, the fse tested in hta, and the customer was able to access pockets. The system functioned as intended after the field service engineer repaired the device.